Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient stopped charging the ipg over 6 months ago. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicates that the patient had surgery on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post operatively.